Event description:
It was reported to baxter that the reservoir of an intermate lv 100 device ruptured during an infusion on a (B)(6) male patient. The pump was infusing a solution of 10mg of vancomycin in 150ml of normal saline when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of an intermate lv 100 device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. This issue is currently being investigated under CAPA (B)(4).